Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited two seconds of pacing inhibition during a non-sustained ventricular tachycardia (nsvt) episode. The patient is pacer dependent. The impedance and threshold measurements were acceptable and steady. There were isometrics performed which reproduced the noise and led to oversensing. There was asystole less than 2 seconds. An invasive procedure was performed to cap the lead. A new lead was successfully implanted. The physician believed this to be a sole lead issue and not caused by the device. No additional adverse patient effects were reported. The device remains in service.